Manufacturer narrative:
This report is submitted on february 11, 2022.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in implant loss on (B)(6) 2022. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.